Event description:
It was reported that the customer has been experiencing reoccurring high blood glucose levels. The customer changed pump back to mdi for correction. The customer is back on the t:slim.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.